Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads fractured. The rv lead was cut, capped and replaced and the ra lead was repaired and remains in use. No patient complications have been reported as a result of this event.